Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that four to five minutes after the start of the laparoscopic prostatectomy procedure a sudden increase in insufflation pressure occurred and went up to 28mmhg while the device was set at 12mmhg. The patient had a cardiac arrest and came back after resuscitation treatment of 5-10 minutes. After the patient was stabilized, the medical procedure continued and had been successfully completed.